Event description:
It was reported that one day after the implant procedure, the right atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076-52 lead, implanted (B)(6) 2014; mcs-p3-2334 transcatheter valve, (B)(6) 2013. (B)(4).